Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts advised the caller to remove the cartridge and deliver a bolus; however, the cartridge alarm recurred, indicating the bolus did not complete successfully. As a result, cts decided to replace the pump and cartridge, ensuring continuity of insulin delivery through manual daily injections (mdi) as a backup therapy. The caller was instructed on how to return the problematic pump using a pre-paid label and understood the steps necessary upon receiving the replacement pump.